Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 55-year-old male patient, the device displayed a "pneumatic compressor" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: device problem codes. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including exhalation backup test, autocal valve test, compressor cal and airway pressure cal without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. It's important to mention that the customer indicated the patient was coughing which can cause these user advisories to prompt as normal operation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a 55-year-old male patient, the device displayed "runtime calibration failure- 1051" and "airway pressure sensing failure- 1052" error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.